Manufacturer narrative:
Device is a combination product. Synergy ous mr 2.50 x 28mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the distal end of the stent with stent struts lifted, pulled and stretched in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found a hypo tube kink 535mm distal to the strain relief. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesions were sequential lesions located in the calcified anterior descending artery. A 20 x 2.50mm rebel stent and a 2.50x28mm synergy stent were introduced to treat the lesion. However, upon attempting to cross the lesion, deconfiguration and deformation of the proximal portion of the stents were noted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2017-10241. It was reported that stent damage occurred. The target lesions were sequential lesions located in the calcified anterior descending artery. A 20 x 2.50mm rebel stent and a 2.50x28mm synergy stent were introduced to treat the lesion. However, upon attempting to cross the lesion, deconfiguration and deformation of the proximal portion of the stents were noted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.